Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06579. It was reported the pt was admitted to the hospital due to an infection. As a result, the pt's ipg was explanted the lead might be explanted on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.